Event description:
It was reported that the user experienced repeated hypoglycemic episodes while using the ilet bionic pancreas, which the user associated with announcing meals and, at times, using meal announcements to correct elevated glucose. Symptoms included low blood glucose episodes without injury. Outcomes included troubleshooting and education provided by customer support, including counseling that announcing meals to correct highs could lead to additional insulin delivery and subsequent hypoglycemia, and an offer for additional training via sms. Investigation included a review of user-reported history and device use patterns through customer interviews. Investigation of this case revealed that the hypoglycemia was likely related to user interaction with the system, specifically using meal announcements for correction of hyperglycemia, which can contribute to excess insulin delivery, while no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.